Manufacturer narrative:
(B)(4 a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not seal some of the branches of the vein especially the big branches. Also, produced a lot of smoke inside tunnel which created a difficult view to complete the procedure. And the toggle of the hemopro hurt his thumb as he activated the device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire on the hot jaw was bent and was detached at the tip and center. The wire remained in place at the base of the jaws. Charred tissue and blood were observed around the heating element and at the base of the jaws. The device was evaluated for toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is audible to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. During the pre-cautery test, it produced excessive smoke during five (5) 3-second activations. To evaluate the safety shut down the system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. An activation and transection capability test were performed over five (5) repetitions using "max life test method." The device activated and transected tissue five (5) times with no cautery failure observed. The jaws were cleaned per the IFU and the pre-cautery test repeated. No smoke and/or steam which could be considered excessive was observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.675 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. (Complaint lab hemopro 2 test station bmram, reference hemopro 2 final test ). We were unable to reproduce any electrical failure. Based on the returned condition of the device and the results of the investigation, the reported failure modes "failure to cut," "mechanical issue" and "environmental particulates" were not confirmed. The analyzed failure mode "bent wire" was confirmed. Specific actions for the failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not seal some of the branches of the vein especially the big branches. Also, produced a lot of smoke inside tunnel which created a difficult view to complete the procedure. And the toggle of the hemopro hurt his thumb as he activated the device. The hospital did not report any patient effects.